Event description:
It was reported the patient presented with a leadless pacemaker (lp) that was exhibiting a conductive telemetry anomaly. The patient condition was unknown. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.